Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04434. It was reported the patient's lead incision site reopened. The patient was prescribed antibiotics. In turn, surgical intervention was undertaken wherein the leads were explanted to address the issue.